Manufacturer narrative:
In response to FDA report number mw5085290. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency ¿implant was leaking,¿ "neck pain, shoulder and body pain," "numbness and tingling". This record is for an unknown side. Device has been explanted.